Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00 x 38 synergy ii drug-eluting stent was selected for use to treat a lesion. However, during preparation when the stent protector was removed by grabbing the distal end of the cover and pulling it off, resistance was felt and the proximal end of the stent struts crumpled up. The device was never used inside the patient. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found the stent damaged on the proximal half with struts bunched, misaligned and overlapping. The stent was pushed distally on the balloon exposing the balloon wall on the distal side for approximately 3½mm. Stent was still securely crimped on the distal side therefore no stent movement was observed. The maximum crimped stent profile was measured, while a snap gauge was used during examination to measure the crimped stent outer diameter (od) at the undamaged portion which are within specification. The product stent protector was not returned for analysis with the device however a review of the specified inside diameter of the stent protector internal diameter (ID) found within specification. Therefore it can be determined that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the 2 components. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the exposed portion of the balloon wall indicating crimp contact between the coated stent and balloon. The crimp temperature and the crimp duration for the device all are within the specified range. Reviewing these specified parameters against the batch records for the crimped unit, there are no anomalies evident. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several hypotube kinks across the length of the shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00 x 38 synergy ii drug-eluting stent was selected for use to treat a lesion. However, during preparation when the stent protector was removed by grabbing the distal end of the cover and pulling it off, resistance was felt and the proximal end of the stent struts crumpled up. The device was never used inside the patient. No patient complications were reported.